Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/18/2024, it was reported by a facility representative from an allergy clinic via email that a patient who underwent a procedure and had a swivelock implanted, could be experiencing an allergic reaction. The facility representative is requesting samples poly lactic acid poly-l-d-lactic acid additives to test for possible allergy. No further information has been reported. Additional information requested.